Event description:
It was reported that the patient experienced fluid loss and the device no longer cycling with an inflatable penile prosthesis (ipp). The ipp pump and reservoir were explanted and a new ipp reservoir and pump was implanted. Further information was received and not yet received. It was reported that the artificial urinary sphincter balloon was removed and replaced due to recurring incontinence.